Event description:
It was reported that during a lap cholecystectomy procedure, the firing trigger blocked. As a consequence, the jaws remained opened and the clips did not fall out completely. Thus, the clips did not suture the vessel and the surgeon had to carry out and finish the surgery by using a new device. No adverse pt consequences.

Manufacturer narrative:
Anti-backup non-functional. The instrument was returned in good visual condition. During functional testing, the antiback up was non functional due to the anti-backup lever teeth being worn out. The instrument was cycled, fed, and fired one pear shaped clip due to the anti-backup being non-functional. However, the remaining clips were formed within manufacturing requirements when tested. No firing issues were found.